Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. The parastomal mesh patch is pre-shaped with an opening to accommodate the stoma. Based on the event as reported, it appears that the small bowel pushed through the (stoma) opening of the patch. A lot number was not provided, therefore, a review of the manufacturing records is not possible. Although it was reported that a true recurrence of the hernia did not occur, regarding recurrence, the IFU states, "to minimize the chance of recurrence, ensure that the prosthesis extends beyond the margin of the defect. The elongated portion of the patch is designed to cover the hernia defect. Appropriately secure the patch around the stoma." The information provided was limited, if additional information is obtained, a supplemental MDR will be submitted. Note:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported to davol: ni/ni/2015 - the patient was implanted with a bard parastomal mesh patch as a keyhole. (B)(6) 2015 - the patient underwent a revision procedure. "As reported by the user, mesh had integrated really nicely to the abdominal wall after 9 months. The small bowel had herniated through the central area, the bowel was reduced and sutured to the abdominal wall. There was no need for any further repair. Not really a recurrence in a way but still a problem." The device remains implanted.